Manufacturer narrative:
Hvad pump (B)(4) was returned to heartware for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the controller log files was not possible for the reported event date since the log files were not available for the corresponding date. However, review of available log files revealed a rise in power consumption and 2 high watt, and multiple low flow alarms prior to the reported event date. Analysis of the device revealed that the device failed to meet specifications; the device passed functional testing, but failed dimensional verification due to deviations from the rear and front housing disc curvature specifications, and failed visual examination due to the scoring marks observed on the lower housing ceramic surface and matching inferior surface of the impeller. Per internal investigation, the deviations from the rear and front housing disc curvature specifications are not expected to impact pump performance. Considering that the returned device passed functional examination, these friction marks on the lower housing ceramic surface and matching inferior surface of the impeller are indicative that external factor such as thrombus may have forced the impeller against the rear housing with sufficient strength to overcome the rear preload of the magnetic spring/suspension system. As such, the presence of friction marks is likely a symptom of the clinical challenge the pump has experienced and is generally not evidence of a pump induced problem. Independent pathology report did not reveal evidence of thrombus within the pump. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Per the instructions for use (IFU): high watts alarms, are an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump, which are known potential complications associated with all patients implanted with vads as outlined in the labeling. The IFU addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). The device labeling warns that disconnecting the controller from the driveline and disconnecting both power sources (batteries and ac or dc adapter) at the same time will stop the pump. At least one power source must be connected at all times. No further information will be asked for this complaint as it pertains to the dt2 study group and they will be responsible for the reportability and follow up of the event. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that this patient was admitted to the hospital with elevated pump power and flows. The medical team suspected thrombus and the patient was subsequently taken to the operating room for pump exchange via lateral technique. There were no reported issues. The last report received indicates that the patient remains hospitalized and is "doing well". Investigation is ongoing.